Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), polycystic ovaries ("poly cystic ovarian syndrome"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation, polycystic ovaries, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and polycystic ovaries to be related to essure. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, dysmenorrhea, back pain, menorrhagia, migration, polycystic ovarian syndrome. Patient demographic added, essure indication updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.